Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported the port on the communicator was bent and the cord would not say in when charging. The patient further stated the handset will not hold a charge. An email was sent to the repair department for a replacement device. Charging port of the communicator is bent/broken and the ac power cord does not stay connected to the port. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot#/serial# (B)(6), product type accessory. Product ID hh90t01, lot#/serial# (B)(6), product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-jul-2019, UDI#: (B)(4). H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.